Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the fluid path found no problems with fluid passing freely through the complete fluid path, though the soft cannula was found to be kinked and stretched, measuring approximately 1.2120 in. In length. No damages, tears, or leaks were observed in the fluid path that would result in fluid leaking from the pod. It could not be determined when or how this damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found leaking insulin.